Manufacturer narrative:
Reported event: silver locking handle at back of end effector broke off device evaluation and results: visual inspection: visual inspection confirms a sheared off 202866 hip release knob. Reference attached images. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 08/30/2016 including serial number (B)(4). Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot 19410515 shows 2 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: alleged failure confirmed. Corrective action/preventive action: CAPA (B)(4) was initiated based on other complaints reporting this issue.

Event description:
The surgeon completed a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. At the end of the case, it was noticed that the silver locking handle at back of end effector broke off. The mps is not sure at what point the handle broke off.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon completed a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. At the end of the case, it was noticed that the silver locking handle at back of end effector broke off. The mps is not sure at what point the handle broke off.